Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode while working at the hosp and she had fainted. Pt was wheeled to ER where her bg was measured at 21 mg/dl while her cgm was reading in the 70's mg/dl. At the time of her call to dexcom technical support, pt reports she was doing find and was stable.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.